Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) was 480 mg/dl and a bolus was delivered to address bg. Customer alleged elevated bg was due to the occlusion and flu. Customer went to the emergency room for the flu and diabetic ketoacidosis (dka). Customer was treated with medication for vomiting, benadryl, fentanyl and chest x-ray for possible pneumonia. Bg lowered to the 300 mg/dl range and customer was admitted to the hospital. Customer was treated with an insulin drip. Elevated bg/dka were resolved and customer was discharged on (B)(6) 2020 with no permanent injury. Customer changed pump supplies to address occlusion. Customer was confident there was no issue with the pump.